Event description:
During follow-up, a capacitor charge time out was observed. The patient was stable with adverse consequences.

Event description:
Additional information was received indicating the device was explanted and replaced.